Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the manufacturer representative attempted a physician mode reset on the ins in (B)(6) 2018 and was unsuccessful. It was reported that the ins was replaced on (B)(6) 2019. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the issue was that the patient thought this was the third time she let her battery die. No further complications were reported.